Event description:
It was reported that during a procedure the fiber was unsuccessful after multiple attempts. Upon activation of the foot pedal, the fiber did not pulse significant power to break the stones. The procedure was aborted after the patient was sedated with general anesthesia. The patient was successfully treated the following day with another product. No patient complications were reported.

Event description:
It was reported that during a procedure the fiber was unsuccessful after multiple attempts. Upon activation of the foot pedal, the fiber did not pulse significant power to break the stones. The procedure was aborted after the patient was sedated with general anesthesia. The patient was successfully treated the following day with another product. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received for analysis in one piece and the exposed glass tip appeared to be in good unused condition. Analysis of the returned fiber revealed that there was no light from the sma connector, indicating a fracture within the fiber connector. When the fiber was connected to the laser console, an error message was displayed stating that the fiber had been used nine times. The instructions for use (IFU) states: do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. In the event of no output energy fiber connector may be hot to touch. Ensure that the distal end is intact and that the sma connector is clean. Caution: do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector. Avoid touching the exposed connector end. Then, hold the fiber tip to a non-reflective surface, and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device. A review of the device history record (DHR) was performed, and the DHR review confirms that the accepted device met all manufacturing specifications.